Event description:
The patient presented after falling and banging their head. It was discovered that the right ventricular (rv) lead had a high threshold and no capture. The patient was asystolic. Output was increased to the lead but the lead was ultimately repositioned. The patient presented a few weeks later again with high thresholds and intermittent loss of capture. The physician suspected a microdislodgement. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2014. (B)(4).